Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly. The customer provided a blood glucose of 230 mg/dl. During troubleshooting with tandem technical support, the customer was instructed upload pump data for analysis. Although requested, the customer did not upload data and did not provide further information.